Manufacturer narrative:
Product ID 3093-28, lot# v503604, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient experienced a shocking or jolting sensation and they had trouble with their device since implant. It was stated that since implant the patient had to ¿reset it¿ several times. It was noted "if the stimulator is overstimulating" it would shock them and it had done that since implant. Reportedly, the patient increased to 1.8 volts one time and it shocked them. It was noted, the patient had been taking medication on and off for their symptoms. It was stated, the patient used pads every day and it still went through their clothes. It was reported, the patient was feeling stimulation. It was later reported, the patient¿s issues were resolved. It was stated, the clinic educated the patient on how to use their programmer properly.